Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID tractip 200 laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a moses p120 watt console. According to the complainant, during the procedure, the physician stopped lasering to basket out stones. Upon re-insertion of the laser fiber the laser body broke. Reportedly, no fiber fragments that fell inside the patient. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.